Event description:
Reporter alleged obtaining the results of 310 mg/dl and 150 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he ate breakfast 1.5 hours prior to testing and he was drinking coffee while testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Procedure: intestinal reconstitution. According to the reporter: after firing the device into the guts, a part of the unit came off. That part was the piece located on the extreme end of the unit where the staples deploy. The patient suffered stenosis of the staple line. This event resulted in a colostomy.